Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient elected to change the cassette and infusion site prior to leaving for the airport. Upon removing the inserter from her leg, the needle had not retracted and remained fully inserted. The patient removed the infusion site, noting that the needle was still lodged within the plastic components of the cleo device. Some bleeding was observed following removal of the site. The event involved the patient, and no patient harm was reported.